Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional info becomes available. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the med literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014, the customer reported based on a call to the physician's office, this pt's lead was capped on (B)(6) 2014 due to oversensing and was presumed to be fractured. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 7 years, 7 months.